Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 8.0mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in stent restenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, upon second inflation, it was noted that balloon ruptured at 8 atmospheres. The procedure was competed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in stent restenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, upon second inflation, it was noted that balloon ruptured at 8 atmospheres. The procedure was competed with a different device. No patient complications were reported.